Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent moved on the balloon. The target lesions were located in the 80% stenosed left main artery (lm) and the mildly tortuous, mildly calcified 85% stenosed left anterior descending artery (lad). A taxus stent of unk size was placed in the lm. A 2.50 x 24 mm taxus express2 drug eluting stent was then advanced to lad and attempted to pass through a side branch of the previously placed lm stent. The 2.50 x 24 mm taxus stent came in contact with the lm stent and moved on the balloon. The stent was able to be removed from the patient body without dislodgment from the delivery system. The procedure was successfully completed with another taxus stent of unk size. No pt ocmplications were reported. The pt's status is reported at "satisfactory/good".